Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer changed the infusion set four times, but the issue persisted. The customer's blood glucose was over 600 mg/dl. Through troubleshooting, it was found that the customer was aching everywhere as a symptom of her high blood glucose. The customer treated her blood glucose with a manual injection and insulin pump therapy. The customer stated the cannula was not bent. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised that replacement infusion sets would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.